Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis and started treatment with intraperitoneal cefazolin (2g daily; duration not reported) and intraperitoneal gentamycin (80mg daily; duration not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. At the time of this report, treatment with cefazolin and gentamicin remained ongoing and the patient's recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown. Two days after the start of antibiotic therapy, treatment with cefazolin and gentamycin was discontinued and on that same day, the patient began treatment with ceftazidime (2 grams per day, intraperitoneally for thirteen days) for the peritonitis. Fifteen days after the event onset, the patient was discharged from the hospital and was recovered on that same day. Should additional relevant information become available, a supplemental report will be submitted.